Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with a blood glucose level of blood glucose of 32 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer's blood glucose at the time of the call was 600 mg/dl. The customer was treated with glucose. The customer was wearing the insulin pump during the hospitalization. The customer was wearing the insulin pump during their hospital stay. It is unknown what may have caused the blood glucose to rise. The insulin pump will not be returned for analysis.